Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 10-jan-2026against "lot number 6013685 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, the review confirmed that lot 6013685 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2026 against "lot number" criteria equal 6013685 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 1. The complaint numbers are (B)(4) . Device history record (DHR) review: the lot 6013685 was packaging according to the work instruction (wi) version 124, in the line 9, on 07-jun-2025, with a total of (B)(4) units. Assembly: gluing of tubing of the lot 5e06359 was manufactured according to the wi version 68 and manufactured in the machine sc01, on 07-jun-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5e06484 was manufactured according to the wi version 68 and manufactured in the machine sc03, on 07-jun-2025, with a total of (B)(4) units. The DHR review indicated that during outgoing test 6, one sample was found with the contaminated lid. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation. As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013685 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in ireland. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2025 due to a bent cannula, which led to hyperglycemia. The event occurred three hours after insertion, with the infusion site located in the abdomen. The patient's blood glucose level was high at the time of the event, and ketones were present. The healthcare provider identified the ketone level as dangerous and life-threatening. The patient was treated with intravenous fluids of saline and insulin. The ER stay lasted for five hours. No further information available.